Event description:
Valiant and non mdt stent grafts were implanted in the endovascular repair for type b aortic dissections on unknown dates over a 8 year period. The study aimed to compare the effectiveness of 3 stent types for tbad (non-tapered stent graft , tapered stent graft , and stent grafts with restrictive bare stent) for preventing dsine after endovascular repair. Valiant captivia stent grafts were implanted in both the non tapered stent graft tevar group and the restrictive bare stent tevar group. The following malfunctions were reported; type I endoleak the following serious injuries were reported; stroke, proximal sine, intervention patient mortality was reported but there is no causal link that a valiant stent graft caused or contribute to any death.

Manufacturer narrative:
Medtronic received the following information from a journal article entitled; prevention of distal stent graft-induced new entry after endovascular repair for type b aortic dissection: a retrospective cohort study xianwei li, yingnan zhang, zhanfeng sun, haitao wang, chuanqi zhang, yunfu cui, and weiliang jiang the journal of thoracic and cardiovascular surgery c january 2024 https://doi.org/10.1016/j.jtcvs.2022.01.042 a.2 <(>&<)> a3b average values only medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.